Event description:
Five mins after start of perfusion, it is reported that foam and blood came out of the cardiotomy and venous reservoir vent ports. Arterial pump was turned off for 30 secs, restarted and from that point ecc worked to standards. During bypass all hemodynamic measurements and parameters were within normal ranges. Due to heart failure, pt could not be weaned from bypass at end of procedure, pt was reperfused, foam again noted at cardiotomy vent port. Pt eventually weaned from bypass with iabp support, transferred to ICU, heart failure observed, expired next day.